Event description:
It was reported that at 14 days post-op, patient presented and was dx with femoral implant loosening which resulted in a complete revision of all components.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.